Event description:
It was reported that during a lap total hysterectomy procedure, the device tissue pad was melting and separating from the jaw. No piece fell into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient. The device will not be returned.

Manufacturer narrative:
Information not available, device not returned for analysis.